Event description:
It was reported by the customer¿s biomed, while in clinical use the v60, which was running on internal battery, shut down which resulted in patient having to be moved to alternate ventilator. The device was in patient use at the time of the reported event. The patient was transitioned to an alternate ventilator without harm, injury, or medical intervention noted. This prompted a call to philips customer support where the remote service engineer (rse) walked biomed through a series of troubleshooting activities such as running the battery for 24 hours to identify if battery was the issue. After the 24-hour exercise, the battery was able to charge and able to hold charge as during event it was noted to be at 12.85 volts and after 24 hours charge it read 16 volts. Next, the rse advised reviewing the significant event log for any error codes that may have occurred. An onsite service from a field service engineer has been requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The battery was charged to resolve the issue. The field service engineer performed performance test and verification. The device was returned to use.